Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer that they experienced high blood glucose level of 412 mg/dl and 503 mg/dl. The customer did not mention how they treated. The customer experienced symptoms such as nausea and stated not feeling good at all. It was unknown if the auto mode was active during the event. The customer will not be returning the insulin pump.